Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider and a company representative who reported that the patient was scheduled for a pocket revision and possible catheter revision due to the pump being very mobile in the pocket. Upon opening the pocket, the physician deemed there to be an infection and proceeded to remove the pump and partially remove the involved catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was started on a care plan to resolve the infection. Per the physician, a drain would be placed; the patient would be treated for their infection; and then a new pump could be placed in the future. The pump was delivering dilaudid (2 mg/ml at 0.2376 mg/day).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving hydromorphone via an implantable pump for spinal pain indications. It was reported that the patient mentioned that they were in florida and 10 days ago (B)(6) 2026, the implant was flipping and they were advised by their neurosurgeon to contact a neurologist in the area to have it revised and have it fixed. The agent sent a physician listing via an email.